Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and mildly calcified right coronary artery. The physician placed the 3.00mmx15mm emerge balloon in the lesion and on the first inflation, inflated the balloon to 6atms. On the second inflation the balloon was inflated to 8atms and ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).